Event description:
Event description guidant received information that this implantable cardiac resynchonization therapy-defibrillator (crt-d) oversensed noncardiac signals, resulting in pacing inhibition. The pacemaker-dependant patient was syncopal as a result. The oversensing persisted, despite the lead used (defibrillation versus chronic pacing) or sensitivity setting.